Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported the device was part of a battery advisory. It was noted that the physician declined a battery performance alert and cyber security update (B)(6) 2018 due to a concern for potential damage to the patient's health. The patient had been remotely monitored monthly. On (B)(6) 2020 the expected battery longevity was 20 months and a previous interrogation (B)(6) 2019 was successful. It was noted the device could not be interrogated after (B)(6) 2020 and remote monitoring could not be completed. Prior to the procedure for replacement, the device could not be interrogated with a wand. The device was explanted and replaced. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The z number for (battery performance alert) bpa should be blank as there was no confirmation of a bpa alert and an update was not performed.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.